Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 137-145 mmol/l): sample ID (B)(6) initial result was 162, repeat result, on another analyzer, was 141 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated sodium result for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 137-145 mmol/l): sample ID (B)(6) initial result was 162, repeat result, on another analyzer, was 141 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated sodium result on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the assy, gear pump cc, part number c-35015612-01, needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.